Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device turns off randomly. There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a cracked top case, cracked plunger case, contaminated lcd assembly and optocoupler, broken capacitor on the interconnect board, and a contaminated radio board and antenna. The event history log was unable to be reviewed as there was a power up issue. Functional testing was able to verify and duplicate the reported problem. It was determined that the contaminated interconnect board was the root cause. The interconnect board, radio board, and antenna were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.